Event description:
Patient presented in the or for change out due to normal eri. Under fluoroscopy externalized conductors were noted. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pins measuring 13.4 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead a complete analysis could not be performed.